Event description:
The lead had previously been cut and capped due to a non-specific malfunction. The lead has since been reported as a suspected j retention wire fracture without protrusion through the outer polyurethane insulation.